Manufacturer narrative:
(B)(4). Unique device identifier (UDI): (B)(4). Partial UDI is being reported because the lot number was not provided. Based on the provided information, the vessel dissection was intentionally applied by the physician to perform the reentry of the guidewire to true lumen, and is also thought to have occurred in relation to the patient condition, then the dissection developed into the vessel perforation and leakage. The reported patient effect of perforation is listed in the instructions for use as a possible complication and adverse event of guide wire use. Based on the provided information, the possibility of contribution of the subject guide wire to the event seems to not be deniable, however since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The device is manufactured by (B)(4) medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that an attempt was made to cross the occluded right anterior tibial artery with a fielder xt guide wire via intentional dissection of the intimal layer of the vessel, then via advancement with a non-abbott catheter, however, both devices failed to cross and a perforation occurred. Reportedly, perforations occasionally occur when attempting to cross an occlusion via intentional dissection with a wire. The target vessel was able to be accessed using a 0.018 non-abbott wire from a different vascular approach. At that point the vessel was too damaged and vascular integrity could no longer be maintained, despite prolonged inflations up to 25 minutes during using an unspecified balloon. Multiple 2.5x38mm non-abbott stents were used to try to buttress the existing dissection flaps, but the extravascular leak remained. A 2.8x26 rx graftmaster, a 3.5x26 rx graftmaster, a 2.8x19 rx graftmaster, and a 3.5x19 rx graftmaster covered stents were implanted. After implantation of the four planned rx graftmaster covered stents, bleeding decreased, but did not completely stop. The stent grafts reportedly did not leak; the perforation was larger than the quantity of stents available on-hand. Poor flow in the proximal vessel resulted in self-occlusion of the perforation and additional stents were ultimately not needed. The perforation was successfully sealed, as evidenced clinically by stable calf muscle examination and no evidence of compartment syndrome. Reportedly, the patient did well and was discharged the following day. Reportedly, there were no device issues with the four graftmasters and there was no occurrence of any adverse patient effects related to use of the four graftmasters. No additional information was provided.

Manufacturer narrative:
(B)(4)